Event description:
As reported by the user facility (translation of user facility info by (B)(4)): the clip was not well positioned on the tip of the needle. The clip is damaged. The nurse pricked his hand. An (B)(4) has been declared by the svc.

Manufacturer narrative:
(B)(4). B braun (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). This report has been identified as b. Braun (B)(4). We received no sample. Because of this a further investigation is not possible. A batch review revealed no other incidents to the affected batch. No specific conclusions can be drawn. All available info has been forwarded to the actual MFR. A f/u report will be filed if add'l pertinent info becomes available. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.